Event description:
It was reported that the customer experienced a blood glucose (bg) level of 584 mg/dl. Tandem technical support (cts) performed a pump system check and determined that customer was using off label insulin. Cts educated the customer on insulin labeling. A manual insulin injection was administered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Device not returned.